Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the (reported issue) could not be reproduced. The system functioned as intended after rebooting the device.

Event description:
It was reported by the customer that the pyxis medstation es system device experienced an override, preventing staff from accessing medications or attending to patients. Customer stated that there was a delay in dispensing a medication to patient. There were no adverse events or injuries reported based on this incident.